Event description:
The reporter did meter to lab or hcp meter comparison tests. Reporter's meter read 345 mg/dl at home. Approximately 1.5. Hours later, a test on doctor's meter (type unknown) read 213 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to lack of supplies. On follow-up, the reporter stated that reporter checks the test strip confirmation dot for enough blood. Reporter does not use control solution on a regular basis. Reporter cleans their meter properly and frequently. No harm was alleged.